Event description:
Right internal jugular venous single lumen central catheter was inserted on 2/11/98 without complication. On 2/16/98, the hub of central line was found with sutures intact but was not attached to rest of line. Physician was called to try to retrieve, but unable to retrieve. Chest x-ray was done, broken off end of catheter was in right atrium/ivc. Pt emergently went to heart cath lab to have lost catheter retrieved from vena cava without complication.